Manufacturer narrative:
The reported event of low defibrillatory lead impedance could not be confirmed. As received, only the connector portion of the lead was returned in one piece measuring 17.8/18.0cm. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual examination of the partial lead didn¿t find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2021. It was noted that the patient received a failed shock during an episode of true ventricular tachycardia due to the defibrillatory voltage impedance being below the normal range on the right ventricular lead. The second shock was successfully delivered and terminated the abnormal rhythm. The patient was scheduled for right ventricular lead replacement on (B)(6) 2021. Implantable cardiac defibrillator (ICD) values were normal the day of the procedure but a decision was made to replace both the rv lead and ICD as the ICD was also under advisory. The right ventricular lead was capped and the device was explanted. The patient was stable.